Event description:
The company was informed that the pt presented with a skin flap infection. The pt was admitted to the hospital on (B)(6) 2013 and prescribed ampicillin and sulbactam. The pt's device was explanted on (B)(6) 2013. The pt was released from the hospital on (B)(6), 2013. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.